Event description:
It was reported that the patient was hospitalized due to low blood glucose (bg) levels of 50 mg/dl, while wearing the pod. At the hospital, the patient was treated (not specified).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.